Event description:
This senior medical affairs specialist spoke with the reporter/layperson (husband) of the pt/layperson in 2008. The reporter had alleged to a customer care advocate, cca, on the previous month, that a hypoglycemic event the same day may have been due to inaccurately high results with control solution on the pt's replacement one touch ultra meter that they had been using since its receipt on eight days before. The cca replaced the test strips and control solution. Results are in the correct unit of measure, mg/dl. The reporter performs all tests and injects all insulin for the pt. At 6:45 p.m on eight days prior to original date, the pt's blood glucose was reportedly 114. Reportedly, she was fine. The reporter injected the pt's usual evening dose of 20 units lantus before she began preparing their evening meal. Twenty minutes later the reporter reportedly discovered the pt in the kitchen, confused an shaky. While their son talked to her to keep her awake, the reporter gave her instant glucose until emt arrived fifteen minutes later. Emt treated with IV glucose after obtaining 26 on the emt meter. The pt refused to be transported to hospital. The pt reportedly recovered "fast". The reporter had not tested the pt himself while she was symptomatic. He does recall that he did not treat with novolog that day. The pt also had eaten breakfast and at 2:00 pm ate 40 grams of food at lunch. Later, after the event, the reporter ran a control solution test, result 121 outside of the range 90-120. On june 2, the pt's physician saw her as a follow-up to the emt visit. The physician recommended that the pt begin taking the lantus after eating the evening meal rather than before. Originally the pt was taking it before bed. Because she woke up with low glucose, the physician had changed her lantus to pre evening meals. As the product failed quality control and the pt was treated by the reporter and by emt for severe hypoglycemia after the reported issue, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject strips and control for evaluation, but has not yet received them. If either the strips and control are returned, lifescan will evaluate it/them and, if either the strips or control do not pass inspection, lifescan will inform FDA of the results in a supplemental report.